Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer's blood glucose was 32 mmol/l. The customer stated they had shower and insulin pump did not stick any longer. Customer declined troubleshooting for high blood glucose. Auto mode feature of use was unknown during the time of event. The insulin pump will not be returned for analysis.